Manufacturer narrative:
Follow-up #1: date of submission 08/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed records of persistent call service alarms on (B)(6) 2014. The call service alarms recorded occurred due to occlusion during prime. On investigation, the pump was exercised for 24 hours without issue. No occlusion during prime alarms occurred during testing. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the experienced a call service alarm issue. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.